Event description:
Reportedly, fired to stomach, but some staples were malformed. The surgeon fired again another device to the tissue (add'l tissue was lost). No bleeding. No pt damage. Sex: unk. Procedure: gastrectomy.